Manufacturer narrative:
Batch review performed on 09-december-2020: lot#: 154739: 60 items manufactured and released on 15-jan-2016. Expiration date: 02-jan-2021. No anomalies found related to the problem. To date, 17 items of the same lot have been already sold without any other similar reported event. Preliminary investigation performed by medacta r&d knee project manager: two months after revision surgery, in which a thicker tibial insert was implanted due to instability, during routine check the insert fixation screw was found loose in the knee joint. According to the x-rays provided, the screw is located in the posterior side of the knee joint, in a not bearing region. The images provided suggest that the screw is probably broken, more consideration can be done only if the screw would be removed. Although the torque limiter screwdriver has been reported to be used at the time of the revision surgery, the post-op x-rays show that the screw was not well-sited as expected. The reason of the failure may be the improper tightening of the screw, but other unknown conditions may also play a role. No consequence should be expected for the absence of the screw in the future life of the insert. Clinical evaluation performed by medacta medical affairs director: few weeks after insert revision surgery due to instability, the insert fixation screw got loose in the joint. It's probably not the whole screw, because it looks broken. According to the image provided, the screw is in a non bearing region, however, removal is strongly recommended. No consequence should be expected for the absence of the screw in the future life of the implant. In case of no, or minimal damage to the articular surface, little, or no further consequence should be expected from this event.

Event description:
During a follow-up visit, it was discovered that the inlay locking screw is unscrewed, and free into the joint. After a more specific analysis, the screw results to be broken. There is no plan to revise the patient, at the moment, nor to remove the part of the screw.